Event description:
While performing required manual count of acudose dispensing cabinet a "cabinet error" occurred as the nurses were counting drawer 12, pocket 3. The error was able to be cleared, but this halted the progress of the count as the nurses were not able to resume where they had left off.